Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was completed by moving the patient to another room. A philips field service engineer (fse) went onsite and confirmed that the c-arm cannot move. The analysis of the system log file found that the power supply module (spp) was not switching on. The fse checked the fuse of spp, found one fuse was defective. To resolve the reported issue, the fse replaced a new fuse. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c arm movement was not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.